Event description:
It was reported that (3) devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that the prw35 devices were sticking and the staples were not releasing. Another device was used to complete the case. There was no consequence to the pt.